Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The patient was treated with unspecified antibiotics. The cause of the peritonitis was a breach in aseptic technique. On an unknown date while hospitalized pd therapy was discontinued and hemodialysis was initiated. The patient was discharged 4 days after admission. At the time of this report the patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The onset of peritonitis was an unreported date in (B)(6) 2014; patient was hospitalized for the peritonitis event on (B)(6) 2014. The cause of this peritonitis was use error/break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.